Event description:
Medical center had contacted sales rep with a report about an incident with a saline flush on a pt who experienced cardiopulmonary arrest after administration. No further info is available regarding pt recovery. Hospital has been contacted several times, but has refused to provide further info to the MFR (excelsior medical corp). This report is being filled out as an excess of caution and based on available info at this time.

Manufacturer narrative:
Medical center had contacted sales rep with a report about an incident with a saline flush on a pt who experienced cardiopulmonary arrest after administration. No further info is available regarding pt recovery. Hospital has been contacted several times, but has refused to provide further info to the MFR (excelsior medical corp). This report is being filled out as an excess of caution and based on available info at this time. Reported: IV bag was also involved. MFR will continue to attempt to contact hospital in order to collect add'l info. A customer complaint was initiated to address this incident.